Event description:
It was reported that a cardiac tamponade occurred. On (B)(6) 2019 patient underwent a successful watchman left atrial appendage (laa) closure procedure without incident. The next day after implant patient had a negative computed tomography (CT) scan for a retroperitoneal bleed. On (B)(6) 2019, patient returned for a follow up without symptoms or issues. Then on (B)(6) patient presented back with chest pain, dizziness, and syncope for which a pericardial effusion and cardiac tamponade were discovered. A pericardiocentesis was performed and anticoagulation was reversed to successfully resolve the effusion. Physicians reviewed patients previous CT scan from the day after implant and discovered a pericardial effusion that was not seen by radiology initially. Device remains in good position. Patient has been discharged.